Event description:
Pt status post acdf c4-5, c5-6 implantation on an unk date had an x-ray on an unk date that showed a non-union and adjacent level disease. The plate and six screws were intact and not broken. During the process of removal of the plate and screws, a piece of the extraction screwdriver broke off. Surgeon vacuumed up the part and completed removing the plate and screws w/o incident. Pt was revised to two plates and screws. This is one of seven reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. W/o a lot number, the device history records review could not be requested.